Event description:
The customer reported the subject device would not turn on. There was no patient or user injury reported due to the event. Additional information was requested from the customer, but no additional information was available.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no power) was confirmed and found to be caused by a power unit failure. In addition, service found the programmable input processor (pip) connector was damaged and the front socket would not lock the scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to a faulty power unit but the cause of the fault could not be identified. No further information was available. Olympus will continue to monitor field performance for this device.